Event description:
Pt called lfs and alleged that their meter would only prompt an error 2 message. The pt was unable to test their blood sugar so they went to their neighbors, a paramedic, and tested on the neighbor's meter. The result was 114mg/dl. The pt walked home after obtaining the result. The pt stated that they did not experience any symptoms while testing. No treatment was reported. The issue with the meter was not resolved with troubleshooting. The meter has been replaced for the pt. Based on the information provided, there is a meter malfunction, however, there is no evidence that the pt suffered a serious injury. No further information has been provided.